Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient experienced two events of infusion sets which did not pierce skin upon insertion on (B)(6) 2025. The blood glucose level was high and the patient treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.